Event description:
Patient had bilateral ilasik (B)(6) 2012. On (B)(6), the surgeon was notified by an optometrist that the patient had an enlarging infiltrate under the flap right eye (od). The patient was seen by the surgeon where he observed loose epithelium and cells in the interface super nasally and inferiorly od. He proceeded to lift the flap, took a culture and rinsed the interface. The patient was started on vancomycin and gentamicin, a loading dose then as needed for 24 hours and every 2 hours after. He saw optometrist the next day and she told me that the right eye looked a little better but he now had a similar process in the left eye. I told her to have him use the antibiotics in both eyes and continue to take steroids left eye (os). The culture showed no growth at this point. Last exam was on (B)(6) 2012, visual acuity sans correction (vasc) 20/20 od, 20/20 os. Slit lamp evaluation (sle) slight haze od, os clear. Discontinue (d/c) antibiotic and steroid and begin restasis twice a day (bid) on both eyes (ou).

Manufacturer narrative:
The equipment was not evaluated after the reported event due to the fact that abbott medical optics (amo) became aware on (B)(4) 2012. However, the equipment was evaluated by a field service specialist (fss) on (B)(4) 2012, to perform preventative maintenance. System was tested and meets amo specifications. Note: all pertinent information available to amo at the time of this report has been submitted.